Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received reported the pump was explanted.

Manufacturer narrative:
Corrected information. Death was checked in error.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 1350 g/ml at 1251.3 g per day, clonidine 250 mcg/ml at 231.73mcg/day, fentanyl 10000 mcg/ml at 926.9mcg/day and bupivacaine 15mg/ml at 13.904mg/day via an implantable pump. The indications for use were cervical/neck and spinal pain. The patient heard the critical alarm and notified the healthcare provider. The healthcare provider used an 8840 physician programmer to read the pump and confirmed a motor stall. It was unknown if any environmental, external or patient factors that may have led or contributed to the event. It was noted that the patient did not have an MRI. A pump replacement surgery had been scheduled for (B)(6) 2016. The patient status at the time of the report was indicated as alive, no injury.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing corrected information: results code 1 no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.